Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element, mr, ous 2.75x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage; damage was noted to the most proximal stent strut row. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 2.75..x34mm, concentric, de novo target lesion containing >45 and <90 degrees bend was located in the severely tortuous and mildly calcified left circumflex artery. Following predilitation with a 1.5x12mm non-bsc balloon, a 2.75x38mm promus element drug-eluting stent was selected for use but failed to advance to the lesion and distal strut damage was noted. The device was removed from the patient. The procedure was completed with another of the same device. No patient serious injury nor complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 2.75..x34mm, concentric, de novo target lesion containing >45 and <90 degrees bend was located in the severely tortuous and mildly calcified left circumflex artery. Following predilitation with a 1.5x12mm non-bsc balloon, a 2.75x38mm promus element drug-eluting stent was selected for use but failed to advance to the lesion and distal strut damage was noted. The device was removed from the patient. The procedure was completed with another of the same device. No patient serious injury nor complications were reported and the patient status was stable.